Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ message after 10 days of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness. The customer was able to regain consciousness and self-treat with dextrose and food. The customer then went to hospital for treatment of head wound sustained during loss of consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ message after 10 days of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness. The customer was able to regain consciousness and self-treat with dextrose and food. The customer then went to hospital for treatment of head wound sustained during loss of consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ message after 10 days of wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness. The customer was able to regain consciousness and self-treat with dextrose and food. The customer then went to hospital for treatment of head wound sustained during loss of consciousness. There was no report of death or permanent injury associated with this event.